Event description:
It was reported that the right monitor on the 9800 system had distorted images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The right monitor was replaced and the connector was re-seated during the service call. The system was tested and found to be working as intended and put back into service.